Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges was leaking at the patient line. Additionally, it was reported that air bubbles were observed in the cartridge. Reportedly, replacement cartridges were sent to the customer. Customer's blood glucose level was 119 mg/dl.